Event description:
It was reported that the patient received inappropriate therapy for occasional p-wave undersensing during an arrhythmia. The implantable cardioverter defibrillator (ICD)nd lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.